Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During an angiogram, the scrub nurse attempted to use 4 sheaths from the same lot number, but could not get the dilator to advance into any of the sheaths. Additionally, the check flow valve broke off in one of these sheaths, but it is unknown which device this occurred with. Two of the sheaths were returned to the manufacturer. There were no reported adverse effects to the patient as a result of these product malfunctions.